Manufacturer narrative:
No investigation required. Subsequent to filing the initial report, the following clarification was received: the 2.5x28mm xience alpine was the device used to successfully complete the procedure and not the device that became stuck on the bmw guide wire. The device that became stuck on the bmw guide wire was a non-abbott stent.b5: additional information received clarifying the complaint device. D1: xience alpine otw everolimus eluting coronary stent system was removed and balloon expandable stent was added. D2: drug eluting coronary stent delivery system was removed and peripheral stent delivery system was added. D4: all section was removed and updated to unknown and unknown stent. D10: bmw guide wire removed. G1: manufacturing site name, address, city, country, e-mail removed. G4: nda#, PMA/510k, combination product updated. H3: updated from yes to no. H6: codes 2920 and 1528 were removed and 3189 was added.

Event description:
It was reported that the procedure was treat a left anterior descending artery. A 2.5x28mm xience alpine was attempted to advance over the 014 balance middleweight hydro guide wire; however, it became stuck. Both devices were simply removed as one unit. Another unspecified stent and guide wire were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. Subsequent to filing the initial report, the following clarification was received: the 2.5x28mm xience alpine was the device used to successfully complete the procedure and not the device that became stuck on the bmw guide wire. The device that became stuck on the bmw guide wire was a non-abbott stent. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional bmw guide wire device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was treat a left anterior descending artery. A 2.5x28mm xience alpine was attempted to advance over the 014 balance middleweight hydro guide wire; however, it became stuck. Both devices were simply removed as one unit. Another unspecified stent and guide wire were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.